Event description:
It was reported that a 28-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast during an in-office visit with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2022, mentor received additional information. The patient was scheduled for removal on (B)(6) 2022. On november 17, 2022, mentor became aware that the patient underwent unilateral removal and replacement with a right-sided 350cc mentor memorygel breast implant. On november 21, 2022, mentor was notified that the patient was also diagnosed with an acquired deformity of the right breast and bilateral breast asymmetry in addition to the right breast capsular contracture. As such, a second file was created to document the left asymmetry. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-14634 for the contralateral event. On (B)(6) 2022, mentor was notified that the explanted right device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture, acquired deformity nos. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2022, mentor became aware that information was inadvertently omitted from the first initial report. As the device was discarded, not returned to manufacturer should have been populated in the device evaluated by manufacturer field. Manufacturer¿s reference number: (B)(4) in the first supplemental, h3 device evaluated by manufacturer? Should have been populated with not returned to manufacturer as the device was discarded.